Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device intended to be used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Potential factors that can contribute to the reported event include a raw material issue or skin preparation issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event, however this investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products

Manufacturer narrative:
H3, h6: the device used in treatment has been returned for evaluation, establishing a relationship between the event reported. Visual inspection found no issues, functional evaluation confirmed reduced adherence .root cause is a raw material issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture, the complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
The device intended to be used in treatment has been returned for evaluation, establishing a relationship between the event reported. Visual inspection found no issues, functional evaluation confirmed reduced adherence potential factors that can contribute to the reported event include a raw material issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture, the complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, when using a opsite post op 6.5x5cm ctn 100, the dressing did not stick. No other complications were reported